Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of over 600 mg/dl with no symptoms. The patient did not receive any treatment above and beyond the normal course of diabetes management. The patient had remained on the pump at the time of the call. The reporter was unable to provide any additional information. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump.

Manufacturer narrative:
Follow-up #1: date of submission 2/13/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/20/2017 with the following findings: pump powers up with auditory and vibration to a blank screen ((B)(4)). Unable to verify steps (4,6-7,10-13,17-22,31) and to adequately investigate reported ¿inaccurate delivery¿ complaint. The pump¿s cover was removed, u22 eeprom component was found cracked .